Manufacturer narrative:
The technician found the brake caster was out of adjustment. The technician adjusted the brake caster set screw to repair the bed.

Event description:
The account alleged the brakes weren't holding. The nurse felt that one caster was still moving slightly when the brake was set.